Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with injections of vancomycin, fortum and imipenem (doses, routes and frequencies not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.